Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A guidezilla¿ guide extension catheter and an unspecified synergy¿ were selected for use. During the procedure, it was noted that the catheter was broken at the junction level leading to the stent unable to cross the target lesion. No clinical consequences were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the hub, hypotube and collar of a guidezilla guide extension catheter. The distal shaft and tip of the device was not returned. The hypotube and collar was microscopically inspected. Inspection revealed a complete separation at the collar of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was broken. A guidezilla¿ guide extension catheter and an unspecified synergy¿ were selected for use. During the procedure, it was noted that the catheter was broken at the junction level leading to the stent unable to cross the target lesion. No clinical consequences were reported.

Manufacturer narrative:
Corrected device lot number from 19452611 to 19436898. Corrected device manufactured date from 07/11/2016 to 07/07/2016. (B)(4) .

Event description:
It was reported that the catheter was broken. A guidezilla¿ guide extension catheter and an unspecified synergy¿ were selected for use. During the procedure, it was noted that the catheter was broken at the junction level leading to the stent unable to cross the target lesion. No clinical consequences were reported.